Event description:
Pih on face and footprint marks over the neck 2 months post treatment.

Manufacturer narrative:
Following internal CAPA opened at inmode, voluntary reports previously submitted by inmode to FDA were reviewed retrospectively. Previous voluntary report (mw5082793) was re-assessed and is reported now again as mandatory. Technical inspection of the device and the handpiece revealed no technical issues. Investigation attributed the root cause to a user error: the operator used energy settings that were too high, not congruent with the levels recommended in IFU. Spot test was not performed prior to using such aggressive parameters. The device was swapped for another device (morpheus8) and customer was retrained.